Event description:
Information received from study site indicates "instability of internal left knee prosthesis." Patient was revised.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown stryker knee was reported. The event was confirmed based on medical review method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: clinician review: a review of the provided medical records by a clinical consultant stated the following comment: materials reviewed: (B)(6) 2021: stryker pi report (B)(6) 2020: history and physical. 62 yo left tka in past. History of dvt. Never was totally good. Now, daily pain worse. Saw ER said knee was loose. Rom 0-1200. Instability mid flexion, hyperextension with walking. X-rays lucent lines under tibia, no gross loosening of femur. Plan revision. (B)(6) 2021: intraoperative record. Revision left knee. Cemented. Offset adaptor, 15x100 stem, triathlon baseplate #2, 13x100 stem, size 2 ts insert 16mm, #3 femur triathlon. (B)(6) 2021: history and physical. Essentially repeat of above note. (B)(6) 2021: operative note. Failed unstable tka. Revision left. Has 150 hyper extension and significant v-v instability. Inside very unstable in all planes. Plastic out, metal out, cement out. New implants placed. Stem only ½ cemented. Offset adaptor 2mm femur with 15x100 stem, 13x100 stem tibia, both stems fluted. Triathlon baseplate #2, size 2 ts insert 16mm, #3 femur triathlon. Confirmation: a revision was performed for knee instability. It was unclear what implants were revised. Loosening of the implants from the cement mantle was not confirmed. Root cause: the root cause of the revision was instability. The cause of the instability cannot be ascertained without additional medical records. -product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event was confirmed based on medical review. A review of the provided medical records by a clinical consultant stated the following comment: materials reviewed: (B)(6) 2021: stryker pi report. (B)(6) 2020: history and physical. 62 yo left tka in past. History of dvt. Never was totally good now, daily pain worse. Saw ER said knee was loose. Rom 0-1200. Instability mid flexion, hyperextension with walking. X-rays lucent lines under tibia, no gross loosening of femur. Plan revision. (B)(6) 2021: intraoperative record. Revision left knee. Cemented. Offset adaptor, 15x100 stem, triathlon baseplate #2, 13x100 stem, size 2 ts insert 16mm, #3 femur triathlon. (B)(6) 2021: history and physical. Essentially repeat of above note. (B)(6) 2021: operative note. Failed unstable tka. Revision left. Has 150 hyper extension and significant v-v instability. Inside very unstable in all planes. Plastic out, metal out, cement out. New implants placed. Stem only ½ cemented. Offset adaptor 2mm femur with 15x100 stem, 13x100 stem tibia, both stems fluted. Triathlon baseplate #2, size 2 ts insert 16mm, #3 femur triathlon. Confirmation: a revision was performed for knee instability. It was unclear what implants were revised. Loosening of the implants from the cement mantle was not confirmed. Root cause: the root cause of the revision was instability. The cause of the instability cannot be ascertained without additional medical records and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from study site indicates "instability of internal left knee prosthesis." Patient was revised.